Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a selective peripheral angiogram procedure, the catheter tip detached within the patient's superficial femoral artery [sfa]. The physician had acquired retrograde femoral artery access and had negotiated the patient iliac bifurcation to access the patients contralateral sfa. While manipulating the guide catheter over an interventional guidewire, under fluoroscopy, the catheter tip detached within the patients sfa. Some vascular calcification was appreciated. The physician used a vascular snare device to successfully externalize the foreign body liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.